Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited decreased sensing and impedance values. No patient symptoms were reported. No intervention was performed.